Manufacturer narrative:
Concomitant products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2009, product type: lead.

Event description:
A consumer implanted for complex regional pain syndrome type I and spinal pain reported they hadn't seen a manufacturer's representative (rep) since they underwent a lead revision where the paddle lead was changed to a peripheral nerve. It was noted the implantable neurostimulator (ins) was not changed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.